Manufacturer narrative:
Evaluation: - catalog number and lot number unknown. Conclusions: the root cause was found in the packaging process. Corrective action - a recall of the product was initiated.

Event description:
A phone message was received from an end user on 10/20/2008. The end user relates that he received notification from his doctor of the recall of weck ligation clips. The end user states that he had a vasectomy and the ligation clips were used for his procedure. He also states that he contracted an epidemic disorder as a result of the doctor using non-sterile ligation clips for his vasectomy.